Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated bypass surgery, the patient received inappropriate shocks since tachy therapy was not disabled during the procedure. The device remains implanted. The patient was in good condition afterwards.